Event description:
It was reported to boston scientific that during preparation for a procedure, it was noticed that the package was not sealed. A second percuflex ureteral stent was used for the procedure.

Manufacturer narrative:
Unable to determine the cause of the package seal being open upon receipt. The potential cause is product handling.